Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter claimed the animas insulin pump has a pump setting issue. According to the reporter, the pump is not delivering insulin as programmed. The animas representative made several attempts to contact the patient to finish troubleshooting but was not successful. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the pump setting issue.

Manufacturer narrative:
(B)(4):the pump was exercised for 29 hours with no delivery issues. A normal bolus, and audio bolus, a bolus from a test meter were successfully performed and all were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.